Event description:
Caller reported blood glucose results of 82 mg/dl and 345 mg/dl on the compact plus system within 10 minutes. Also reported later, same day blood glucose results of 110 mg/dl and 460 mg/dl on the compact plus system within 10 minutes. Reported no adverse event relative to discrepancies. A request was made for the return of the system, replacement was sent.